Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the dwi lesions were in the cerebral territory. The outcome status was recovering/resolving on (B)(6) 2024. This adverse event (ae) was possibly related to the disease under study and did not result in a new or worsening of existing neurological deficits. There were no relevant symptoms. In the follow-up MRI, there were some dwi lesions in the right semioval center that could be caused from the intervention. The site assessed that this ae did not result in congenital anomaly, death, disability, hospitalization, or medical intervention, and was not considered life-threatening. The site assessed this event as possibly related to the study device artisse and possibly related to the study index procedure. The sponsor assessed this event as causal to index procedure, possible to device artisse, possible to rist, not related to antiplatelet regimen. The aneurysm dome height was 6.1mm. The aneurysm dome width was 6.2mm. Parent artery diameter distal to aneurysm was 3mm. Parent artery diameter proximal to aneurysm was 1.9mm. There was significant stasis post procedure. Post procedure (B)(6) could not be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that twisting occurred during release of isf-075-050 (B)(6) due to the friction. Friction occurred in the aneurysm, caused by the side wall. The irregular shape of the aneurysm may have led to this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that per source, post-op MRI showed new isolated dwi lesions in the right semioval center (brain). The site was queried to verify/complete ae for access site hemorrhage that caused left hand contrast extravasation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient suffered a CT contrast medium extravasation on the left hand.

Event description:
Additional information received reported the event was possibly related to index procedure, device artisse, device rist, and antiplatelet therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient underwent the index procedure for treatment of a polylobular midline anterior communicating artery (acom) aneurysm with a max diameter of 8mm and aneurysm neck measuring 4.9mm. The patient was not treated with a pipeline device as was initially reported, but rather an artisse intrasaccular device was successfully implanted on (B)(6) 2024. It was noted that a rist 7f radial access catheter was also used in the index procedure. The patient was noted to be recovered and event resolved on (B)(6) 2024 and the patient was discharged home on that date. Site assessment of the event concluded the event had a causal relationship to the procedure and possibly related to antiplatelet treatment.

Manufacturer narrative:
A2. Only the year of the patient's birth was reported to medtronic. Therefore, only the year of the reported birthdate is valid. B5. Updated with additional information received. D1-4) updated with corrected pertinent device information. G2. PMA/501k ref updated. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced a vascular access site hemorrhage. Post-interventional hemorrhage of the femoral right with hypovolemic shock. The patient experienced a prolongation of existing hospitalization. The patient was treated with femostop. The patient was recovering/resolving. The ae was noted as not related to the disease under study.